Event description:
The customer reported the system displayed poor image quality. However, the fse noted the monitors intermittently would not turn on or would have lines through them. There was an intermittent loss of system functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.